Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the hf sensor implant procedure, the physician experienced difficulty advancing the delivery catheter through the heart. The delivery system¿s wire kept looping up in the right atrium. Subsequently,the physician was able to successfully place, deploy and calibrate the sensor. No adverse event to the patient was reported and the patient was discharged as per normal schedule.